Event description:
It was reported to (B)(6) via email that there was air in the line after connecting the patient, and an unspecified amount of blood was noted leaking before the connection on the disposable fistula needle. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).